Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a right coronary artery intervention, a dissection occurred. Vascular access obtained via the leg. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified rca. This 3.00x24mm promus premier was selected and implanted; however, a dissection occurred. It was noted that the physician stated ¿that it was not the device fault, it was a complex lesion." The procedure was unable to be completed and the dissection was able to be treated medically. The patient is on medical therapy and did fine. The patient was stable after the procedure. No further complications were reported.